Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited cassette alarm. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with scratches on the lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Customer's reported problem was not duplicated. The event log showed evidence of the reported issue. The downstream sensor will be replaced.